Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer¿s blood glucose (bg) level was not impacted. Tandem technical support reviewed the customer's t:connect logs and informed the customer that the pump battery was depleting normally.